Event description:
It was reported that during an unk procedure, the device stuck in the abdomen when the cystic was clipped, after using it only twice. The manual opening was required very consistently. No consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 4/2/2026 d4: batch # z70056 investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the er320 device was received with the jaws closed and exhibited no apparent external damage. During testing the trigger could not be activated due to jamming. The device was disassembled for internal evaluation, which revealed a bent trigger that prevented clips from feeding into the jaws. Additionally, the latch post and associated post were found to be damaged, with twelve (12) clips retained within the clip track. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Device history review a manufacturing record evaluation was performed for the finished device batch z70056 number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.